Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation's claim of experiencing an air-in-line was evidenced in the event history log (ehl) review as 'air-in-line!' Message, but not reproduced. Evaluation determined the assignable cause to be a(n) ultrasonic sensor being out of specification. The cause was identified to be a failed ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced air in line alarm. No additional information is available.